Event description:
Patient was revised to address pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
**Update** 2/4/2013- litigation papers received. In addition to pain, it is alleged that the patient suffers from discomfort, inflammation, difficulty ambulating, clicking/clanking noise, and elevated levels of metal ions. The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Update: (B)(6) 2013- pfs and medical records received. Part/lot was provided. There is no new additional information that would affect the existing MDR decision. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain. **update** 2/4/2013- litigation papers received. In addition to pain, it is alleged that the patient suffers from discomfort, inflammation, difficulty ambulating, clicking/clanking noise, and elevated levels of metal ions.